Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system shut down at start-up. The surgery was completed. There was no patient impact.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The multifunctional in-output (mfio) printed circuit board (pcb) was replaced to address this issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming multifunctional in-output (mfio) printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting that the surgery was cataract surgery. The surgery was successfully completed.

Manufacturer narrative:
Additional information is provided in sections b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in section h.6 and h.11. The event code c13 was removed and c0203 was updated in h.6 the manufacturer internal reference number is: (B)(4).